Event description:
The customer reported that on (B)(6) 2012, reached as about 350 mg/dl when she noticed cannula was not in the skin at the infusion. She removed it and saw it was leaking insulin.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or mfg defect could have contributed to the reported hyperglycemia. The customer reported that she observed that the cannula was not inserted in the infusion site. This condition would interrupt insulin delivery and contribute to high blood glucose. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result.," and "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery."